Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the molded insulator. The damage was located at the grip base. A piece measuring approximately 0.051" x 0.372" was found to be broken and not returned with the instrument. There was no damage to the conductor wire, and it was still attached to the grip. The instrument grips were manually manipulated and passed the electric continuity test on 3 of 3 attempts. Further findings found instrument with bent grip. The inner portion of the grip was found to be bent causing the molded insulator to break. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy - chest anastomosis surgical procedure, one of the force bipolar instrument wires were sticking out of tip. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: information regarding missing material is not available. No fragment fell into the patient.